Manufacturer narrative:
Additional information provided in h.3., and h.10. Information was provided that the fluid culture identified staphylococcus epidermidis, which is part of the normal human microbiota. Previously submitted "fibrosis" FDA patient code was sent in error and hence removed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., b.2., b.5., b.7., d.6.a., e.4., h.3. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and provided the patient had vitreous inflammation, conjunctival inflammation, aqueous cell were seen, aqueous fibrin present. Vitrectomy was performed. It was mentioned that while injecting the lens, a small filmsy membrane was seen at the edge of the lens which was removed with a good viscoelastic at the end. The patient symptoms were improving.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient started complaining of complication and diagnosed with endophthalmitis. Additional information has been received and provided culture report which stated in grams staining (culture), many pus cells, few gram positive cocci in pairs & clusters were seen. And organism isolated (fluid) was staphylococcus epidermidis.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).